Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an initial implant procedure. After the right atrial lead was implanted, a chest x-ray was performed and revealed right atrial lead dislodgement. The physician explanted and replaced the lead the following day. The patient was in stable condition.